Event description:
Reporter states that on (B)(6) 2016, she had surgery to have a bile duct stent implanted. Immediately upon waking after the surgery she felt excruciating abdominal pain. Everyday after the surgery she has gone to the emergency room due to the pain as well as intermittent vomiting. On (B)(6) 2016, she had surgery to remove the stent. Upon removal her pain completely subsided. She describes the pain she went through to be 10x worse than when she was in labor. She states that she does not want anyone else to go through this pain.